Event description:
Customer's father states customer is experiencing high blood glucose. He states settings are being changed in carelink. Customer's blood glucose was 419 mg/dl, which was treated with health care professional's back-up plan. Troubleshooting was performed on insulin pump and high pressure test failed. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).